Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No devices were returned for evaluation. The device history records were reviewed with no deviations or anomalies being identified. This device is used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots. Surgical technique and notes were not provided. The instrument was manufactured in february 2, 2007 so it had a potential field age of approximately 9.5 years at the time of the reported incident. A definitive root cause of the reported issue cannot be determined with the information provided.

Event description:
It is reported that while the surgeon was compressing the lag screw to reduce a fracture, the proximal tip of the instrument was fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that while the surgeon was compressing the lag screw to reduce a fracture, the proximal tip of the instrument was fractured.